Event description:
Cause: patient states he fell. Patient has non-union at the time of the fall. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union, fall or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.